Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user ran out of insulin and attributed elevated blood glucose to ¿bad insulin,¿ while using a dexcom g6 and the ilet system; the user reported no alerts or alarms and did not use backup therapy or seek medical care. Symptoms included hyperglycemia with a reported high of 270 mg/dl and approximately 24 hours above range, without acute complications. Outcomes included no hospitalization, intervention, or additional assistance. Investigation included complaint intake and user troubleshooting and education. Investigation of this case revealed an unclear cause for hyperglycemia, with no device alarms and no evidence of device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.